Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display became unreadable, preventing screen unlock and normal interaction, while insulin delivery reportedly continued. Symptoms included no reported adverse effects and no changes to blood glucose. Outcomes included the need for a replacement device and a restart of the learning phase on the new pump. Investigation included remote troubleshooting support and guidance to sync data to the mobile app and power down the device prior to return. Investigation of this case revealed a screen/display malfunction consistent with a hardware display failure rendering the user interface unresponsive, while core pump function remained active. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the display assembly.